Manufacturer narrative:
.

Event description:
Additional information received from the affiliate explained an error in the event and alert date. They explainedyes there is an error.event date is (B)(6) 2014.alert date is (B)(6) 2014. Apologies for the inconvenience caused.

Event description:
Affiliate reported that the doctors implanted one codman hakim programmable microvalve to a baby, as a ventriculoatrial drainage system. The atrial catheter presented a blood reflux that invaded al the valve, blocking it. The patient presented a valve disfunction system, so they explanted the damaged valve and implanted a new one (823114 again). The same problem happened again, so they explanted the valved and gave it to me in order the determine what could have been the problem. (B)(4) 2014 additional questions were asked if either of the blockages occurred intra-operatively. Response received from customer: they implanted the valve. Some weeks later, the patient came to the hospital with some diseases, so the doctors examinated him, and discovered a valve disfunction was happening, due to a blockage. They explanted the valve, and realised the blockage was due to a blood invasion. The implanted a second valve, and the problem happened again.

Manufacturer narrative:
Only valve 82-2114 serial number (B)(4) was returned for investigation. The valve was received at codman (B)(4) complaint department on july 29th 2014. The valve was visually inspected: the valve was not correctly assembled, the valve mechanism was assembled in reverse in its housing. This defect explains the drainage problem observed by the customer. No stock audit was performed as no product from this lot remained in our stock. A search in complaint database was performed for similar complaint, no other similar complaints were found during the past two years. The manufacturing process was reviewed to determine how and when a valve mechanism could be assembled in reverse in the housing. Several scenarios were considered but the main scenario identified was linked to a possible mix-up between a valve conform and a scrapped valve used as pyrogenic sample. However even in this scenario the non-conform valve should has been detected at the final inspection done before product release. Review of the history device records confirmed the valve, product code 82-3114, with lot number cpncf1, conformed to the specifications when released to stock on the 10th january 2014. The root cause of the defect was due to a valve assembling error that was not detected during inspections process. The operators in charge of the inspection and the manufacturing of the product code involved in this complaint were re-trained to applicable procedures. (B)(4) is ongoing to improve the segregation of pyrogen samples. Based on the investigation no additional action required. Trends will be monitored for similar complaint.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.